Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver lobectomy. According to the reporter: the device was used on glisson's capsule. After the 1st firing, the black return knob could not be retracted. To remove the device, electric knife was used for additional resection and hemostasis. After that, another device was used to complete procedure. Operating room time was extended more than 30 minutes.